Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The patient's wife reported that she had attempted to make two new cassettes, but neither worked in the pump due to a high-pressure alarm. The patient¿s wife was en route to the emergency room at the time of the report. The infusion was continuous. The patient had access to a backup product and was able to successfully continue the infusion. The infusion was life-sustaining, and the event was resolved. There was no patient involvement.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate record. Please disregard any reports associated with file mrn 3012307300-2024-14426. Please reference file mrn 3012307300-2025-00395 for all details pertinent to this event.